Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2008. During the procedure, the lights on the device were flashing, the cord was vibrating, and the blade stopped rotating. A second device was opened to successfully complete the case with no adverse patient consequences.